Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the obtuse marginal (om) artery. The 014 ht balanced middle-weight elite guide wire (gw) was used without issue; however, upon removal from the anatomy, resistance was met with an unknown source and the tip of the gw separated in the patient anatomy. Another stent was used to pin the separated tip of the guide wire to the vessel wall. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported device embedded in tissue or plaque was due to a separated portion of the guide wire (tip) being embedded in the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device not available for evaluation.